Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/30/2019. Device evaluation summary: according to the information received, it was reported a patient experienced a rupture in a breast implant. During evaluation of the sample, it was noted two (2) creases in the anterior view. Within a crease, a tear began and extended to the posterior aspect measuring approximately 12 cm. No other anomalies were discovered. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time because of the result of the continuous and sustained stresses to the device.it should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent primary breast augmentation surgery with a 575cc mentor smooth round moderate plus profile memorygel breast implant experienced left sided rupture post procedure. The left sided rupture was confirmed by a physician during explant surgery. As a result, patient underwent removal and replacement with a 575cc mentor smooth round moderate plus profile memorygel breast implant (l) catalog: 3505751bc lot: 7449041 sn: (B)(4) on (B)(6) 2019.